Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was pulling air out of the cartridge with an empty syringe. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. No additional information was provided, there was no reported adverse impact.